Event description:
The customer reported that the alarm failed. The customer contacted product support and while troubleshooting with customer, verified there was a check vent error code in the significate log. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The speaker on the motor controller board was replaced by a philips service engineer. All required tests passed. The system fully met the specification and was returned for use. The replaced speaker assembly was returned for failure investigation. The speaker assembly was tested, and no failures were identified.